Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a nurse at the user facility that a screw from the screwdriver handle had become disengaged from the threads during product inspection. There were no adverse consequences, delay in surgery, or medical intervention in result of this alleged product failure.

Manufacturer narrative:
The reported event that "the screw of the screwdriver handle peeled away" could be confirmed. The visual inspection of the returned screwdriver handle revealed that on one side of the grip front part the fixing screw has been detached and on the other side of the grip front part the fixing screw is mounted. The detached screw was not returned. Within the visual inspection it was determined that the countersink of the screw hole of the detached screw show clear friction traces. These typically friction traces are a result of the friction between screw and screw hole during tightening and indicates that the fixing screw was initially attached and firmly tightened. Moreover, the screw slot of the second fixing screw which is mounted shows also damages and plastic deformations as a result of over-tightening. The geometries and the positions of the determined damages of the second fixing screw points to the fact that the screw has been over-tightened with a screwdriver blade which does not fit to the geometry of the screw indicating a user related issue. Additionally, the microscopic investigation of the slot of the fixing screw for the grip back part shows also damages and plastic deformations in turn in and turn out direction. The geometries and positions of the damages of the fixing screw for the grip back part points to the fact that the screw has been removed and tightened with a screwdriver blade which does not fit to the geometry of the screw slot most likely caused by the customer or user - definitely not by the manufacturer. Generally, a screw loosening of itself is very implausibly. Within the assembly of the screwdriver handle a 100% self worker control takes place and for the fixation of the screws adequate screwdriver blades are being used which do fit to the size of the screw slots. Also during the screw fixation appropriate tightening forces are being applied within the assembly step in the manufacturing department ¿ not compared to the determined over-tightened second fixing screw of the grip front part. Furthermore, the returned screwdriver handle is marked with production code # x2 which indicates that the device was manufactured in 2007-feb. The long time-use over 9 years does not point to any manufacturing and /or material related issue. The root cause of the event could not be determined for certain but according to the determinations within the visual investigation using the microscope and considering all listed facts most likely the root cause could be attributed to a user related issue. Concerning the screw detachment of the grip front part CAPA # (B)(4) was previously raised as a preventive action in order to secure the screw with a welding point and to indicate and to avoid a screw disassembling by the user. First parts were manufactured in 2011-dec and after the effectiveness check the CAPA was closed on 2012-jun-19. Therefore the returned device was identified as a former design. Indications for any product related problems were not found in the investigation. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for further adverse trends.

Event description:
It was reported by a nurse at the user facility that a screw from the screwdriver handle had become disengaged from the threads during product inspection. There were no adverse consequences, delay in surgery, or medical intervention in result of this alleged product failure.